Manufacturer narrative:
Email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Device history review could not be conducted since the part number and lot number were unknown.

Event description:
It was reported that the device broke after warping. "Where the plactic piece of the trach where it attaches to the vent warped and then broke". Patient involvement at the time of incident is unknown.

Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, lot number, UDI section, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.